Event description:
During a coronary artery drug eluting stenting treatment procedure, a dissection of the coronary artery occurred. The index procedure treated three lesions. The first lesion was located in the left main artery. The lesion was treated with a taxus lesion was located in the proximal left anterior descending artery. The lesion was treated with a taxus express2 3.00 x 20mm stent. The third target lesion was located in the mid right coronary artery (rca). The physician direct-stented the lesion with a taxus express2 3.50 x 32mm stent. After placement of the 3.50x32mm stent, the physician noticed some residual haziness. There was a proximal dissection of the rca and moderate narrowing of the artery. The physician repaired the dissection by deploying a taxus express2 3.50x16mm stent in the proximal rca. The 3.50x16mm stent was overlapping the previously placed 3.50x32mm stent. The device relationship to the event was indicated as being possibly related. The patient was discharged the following day on beta blockers, ace-inhibitors, acetylaslicylic acid, theinopyridine antiplatelet, statins, and h2 receptor blockers.